Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir anomaly, no delivery alarm and damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. Customer advised the reservoir ring was cracked and unable to lock in place in addition the insulin pump would not properly deliver insulin. The insulin pump will not be returned for analysis.